Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed several alerts for high ventricular rate due to right ventricular lead noise. Programming changes were made to deactivate the lead since attempts to reprogram the sensitivity failed on (B)(6) 2020. The patient was in stable condition.